Manufacturer narrative:
Concomitant medical products: product ID 8711, lot# j11390r30, implanted: (B)(6) 2002. Product type: catheter. (B)(4).

Event description:
It was reported that 7 years after implant the alarm started going off. The pump was replaced. The patient got a ¿stamp" saying that his device was "bad¿. Additional information has been requested, but it was not available as of the date of this report.